Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having several problems and they stated the pump did not seem to be helping. Per the reporter, the pump was removed and they were given oral medications. The patient stated that shortly after the pump was removed, they contracted an internal (B)(6) infection and started getting big cysts on their back. The patient stated they used the wrong stitches when they took the pump out and they had to have 8 to 9 out-patient back surgeries to remove the stiches. The patient further stated that the stitches would keep coming to the surface. The reporter was redirected to the patient's health care provider (hcp) and the patient stated the hcp should be calling to page a manufacturer¿s representative. The pump system was being used to deliver morphine. It was later reported that the patient was last seen by their health care provider (hcp) on (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the patient had an allergic reaction to the sutures that were used on the patient¿s back. Cysts formed, became abscessed and became infected. The hcp stated it was a long time ago and did not have any more information to provide.